Event description:
It was reported that when the user connected the ilet pump to its charger, the pump became extremely hot and was perceived as a fire hazard, consistent with a material integrity problem involving the battery charger component. No clinical signs, physical injury or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a material and/or chemical problem identified with the charger, aligning with a material integrity problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.